Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock and high shock impedance measurements were noted. The patient was also noted to have high defibrillation thresholds and an x-ray showed fat between the sternum and the electrode. The patient had gained a significant amount of weight. The system was thus explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed.

Event description:
It was reported that this patient received an inappropriate shock and high shock impedance measurements were noted. The patient was also noted to have high defibrillation thresholds and an x-ray showed fat between the sternum and the electrode. The patient had gained a significant amount of weight. The system was thus explanted and replaced with a transvenous system. No additional adverse patient effects were reported.